Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, when flushing was performed after sheath insertion, microbubbles were observed, and they persisted despite continued flushing. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, when flushing was performed after sheath insertion, microbubbles were observed, and they persisted despite continued flushing. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.